Manufacturer narrative:
Device not evaluated. Device not returned. Event conclusion cpi received a medwatch form from the user facility indicating that this implantable cardioverter defibrillator was explanted on 9/25/96. Cpi also received info that this implantable cardioverter defibrillator (ICD) experienced two different fault codes when the physician was attempting to perform a diagnostic capacitor form. Cpi will analyze the ICD when returned, and submit additional info to the FDA. The ICD was not returned to cpi for analysis. This report will be updated if further info becomes available.